Event description:
It was reported that the customer was receiving the no delivery alarm on the insulin pump. The customer's blood glucose was 180 mg/dl. The customer did a complete set change, but the alarm still persisted. The customer later treated himself with a manual injection after receiving the no delivery alarm again after another complete set change. Troubleshooting could not be performed because the alarm, at the time to call, had already been resolved by a complete set change. The customer had already thrown away the infusion sets and reservoirs. Advised to call back when the alarm occurred in order to troubleshoot. Advised that replacement infusion sets and reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.